Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A 185cm pt²¿ guide wire was advanced to the lesion. During implantation of the stent, the physician noticed that the wire had broken and separated into two pieces. The physician move a part of the wire to the apex of the vessel and the rest of the wire was removed from the patient's body. The device was not completely removed as part of the wire was still in the vessel. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that no attempt was made to retrieved the broken part of the wire and the procedure was completed by using another wire. Predilation was done using a maverick balloon and a promus element plus stent was deployed.